Event description:
Customer reported that insulin gauge was consistently inaccurate, showing significantly less insulin than actually present, leading to premature cartridge changes and wasted supplies. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional actions were taken.